Manufacturer narrative:
Analysis confirmed the customer comment of "bad" atrial connector, the output connector assembly was broken. It was additionally noted that error 200 occurred, the main printed circuit board (pcb) was out of specification in an electrical manner; the main world label was damaged, one case screw was contaminated and the keypad was scratched. Inspected electrical and mechanical parts, re-calibrated and functionally tested. The device passed its final quality assurance tests. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a bad atrial port. The generator was returned for service. There was no patient involvement.